Event description:
Healthcare professional reported unknown side microlymphadenopathies in the axillary area, ¿microcysts¿ (not device related), ¿dystrophic calcifications¿, ¿micro ischemic gliotic lesions¿ (not device related), and ¿pseudo-nodular dysplastic nodule thickening¿ via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Clarification d4: only the catalog number of the device is being reported since it is unknown which side the provided device details relate to.

Event description:
Healthcare professional reported unknown side microlymphadenopathies in the axillary area, ¿microcysts¿ (not device related), ¿dystrophic calcifications¿, ¿micro ischemic gliotic lesions¿ (not device related), and ¿pseudo-nodular dysplastic nodule thickening¿ via MRI. Device has been explanted and replaced.

Event description:
Healthcare professional reported unknown side rupture and ¿evidence of periprosthetic collections and a clear state of edematous inhibition". The device was explanted.

Manufacturer narrative:
Cont h.6: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.